Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the right internal carotid artery. Vessel diameter: distal 3.48mm ¿ proximal 7.01mm. The lesion exhibited 80% stenosis and was a type I aorta. Femoral access was gained with a 9fr sheath. The mo.ma was successfully delivered to the lesion and inflation and interruption of blood flow was successful (13 minutes), however the balloon was located at distal of sta bifurcation, beyond 1.5cm from the bifurcation. Superior thyroid artery (sta) bifurcation was proximal of balloon location. A non -medtronic stent was deployed successfully, and the mo.ma and the sent came into contact. The mo.ma was removed without issue. Within 24 hours of the procedure the patient suffered motor aphasia (the patient exhibited temporary symptom of difficulty in speaking), patient was treated with pletal and hyperbaric oxygen therapy. Outcome was reported as recovered. It was reported that the relationship between the cva and the device is unknown; however, the event was deemed to be related to the procedure the physician

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Inherent risk of procedure (systemic embolization).

Event description:
Additional information received reported that distal embolization occurred along with the previously reported motor aphasia. As the patient developed this event after the operation, it is probably attributed to the embolus material dispersed during the procedure. The causal relationship with the product is unknown. Motor aphasia is deemed to be an accompanying symptom of the distal embolization.